Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues on their insulin pump. The patient's blood glucose was 7.0mmol/l at the time of the call. The customer stated, they removed the sensor from their arm and a piece of it may have been stuck inside the arm after removal. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
Analysis not required. The customer did not return sensor, only needle.